Event description:
It was reported that during a percutaneous coronary intervention, a partial detachment occurred. The target lesion was located in the moderately tortuous mid right coronary artery (rca). During advancement of the guidezilla¿ though a non-bsc guide catheter slight resistance was noted, however was delivered to the target lesion. A stent was advanced and deployed through the extension catheter. Upon removal of the guidezilla catheter, it was noted that the collar was partially detached. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter in two (2) pieces. There was contrast on the device. The outer diameter (od) of the distal shaft was measured using a calibrated laser micrometer. The maximum od was within specifications. There was a kink in the hypotube of the device at 3.5cm from the strain relief. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. The guide catheter used in the procedure was not returned for product analysis. A mach1 6f guide catheter was used for functional testing. Functional testing was attempted by inserting the guidezilla through the hub of the mach1 guide catheter. The distal end of the shaft was inserted into the guide catheter with no resistance; however, due to the separation of the shaft, functional testing was unable to be performed/completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a partial detachment occurred. The target lesion was located in the moderately tortuous mid right coronary artery (rca). During advancement of the guidezilla¿ though a non-bsc guide catheter slight resistance was noted, however, was delivered to the target lesion. A stent was advanced and deployed through the extension catheter. Upon removal of the guidezilla catheter it was noted that the collar was partially detached. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).